Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
On january 10, 2007, integra was notified of the following incident which occurred in 2006: three boxes of product (ID #110-4h) were opened in preparation for use in a scheduled surgical procedure. It has been reported that the drill bit in each of the kits did not fit the bolt. The bolt size was too small. Two boxes contained devices manufactured under the same lot and reported herein. One box contained product manufactured under lot# wo51005. The pt had been prepped for the procedure. There was no pt injury reported. Add'l info has been requested.